Manufacturer narrative:
The cobas e411 analyzer serial number was not provided. A general reagent issue was not evident as qc results were acceptable. The investigation could not determine a specific root cause.

Event description:
There was an allegation of questionable folate g3 elecsys results from a cobas e411 analyzer. Sample 1 initial result was 2.1 ng/ml. The result from another laboratory using the siemens method was 3.5ng/ml. Sample 2 initial result was 3 ng/ml. The result from another laboratory using the siemens method was 4 ng/ml. The samples were repeated and the results were reproducible. No specific data was provided.